Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc confirmed the subject device and found that the reported phenomenon could not be duplicated. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during a procedure with the subject device and ltf-s190-10, there was static on the monitor. The user replaced ltf-s190-10 with another device to complete the procedure. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc confirmed the subject device and found that scope error e218 occurred. E218 error is an error that is notified when there is an abnormality in any of the scope, circuit board, and receptacle unit, and no abnormality could be confirmed by investigating the scope, and the receptacle unit. Approximately 8 years have passed since the device was manufactured. Omsc surmised that the reported phenomenon occurred since the circuit board of the subject device temporarily did not work properly due to aging degradation of the circuit board of the subject device for a long period of use.